Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Physician reported unknown side te damage later described as deflation and "bent shell." Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease flat, wear abrasion and opening on anterior. Leak test and microscopic analysis was performed which identified: striated opening on anterior. Based on the device analysis the final assessment is: striated opening assessed as surgical damage. Wrinkles (creases) are observed but have no relationship with manufacturing.

Event description:
Physician reported left side te damage later described as deflation and "bent shell." Device has been explanted.

Event description:
Physician reported left side te damage later described as deflation and "bent shell." Device has been explanted.